Event description:
Customer reportedly received results of 217 mg/dl and 77 mg/dl within 10 minutes on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).